Event description:
Md was using a dyonics electroblade resector when he noticed metal shavings in the tissue he was debriding and then electroblade locked up on him. He discarded the device and used another shaver without any problem.